Event description:
The reporter indicated that the pt was diagnosed with complete left vocal cord paralysis by an ear, nose and throat physician. The device had not yet been programmed to on. Further follow-up revealed that the pt's voice had returned to normal on 2/2002. The pt's device was programmed to on in 02/2002. The pt was last seen by neurologist on 2/2002 and is reportedly doing well.